Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient reported that she had bumps all over her stomach, back, and shoulders, and had scratched the bumps open. The patient's physician prescribed the patient a cream to use on the irritation. The medical outcome of the irritation is unknown as follow-up attempts were unsuccessful.